Event description:
The (B)(6) nurse, reported that on (B)(6) 2013, the home care nurse had one bottle (product code 50-7510) with which the plunger stayed down when she depressed it but it popped up as soon as she opened the drainage clamp. The home care nurse held it down to drain the patient. She managed to take off a liter of fluid, the patient developed severe pain, and presented in CT surgery on (B)(6) 2013 with a pneumothorax. The male patient, who is a cardiothoracic patient with non-malignant pleural effusion is a ¿well-versed ¿ patient with the pleurx. The patient indicated that the home care nurse ¿didn¿t know what she was doing¿ and had difficulty with the bottle. On (B)(6) 2013, home health nursing supervisor (B)(6) provided the following additional information: on (B)(6) 2013, home health nurse (B)(6) visited the patient from 0952 to 1058 during which the nurse performed a drainage session using a 1000ml bottle (lot unknown). The nurse pushed the plunger down and when the drainage clamp was removed, the plunger popped back up. The nurse held the plunger back down and continued to drain the patient a full liter of fluid. The patient¿s vital signs were within normal limits, there were slightly diminished lung sounds in the right lower lobe, which is expected. The patient had no cough or congestion and was afebrile. The patient was well when the nurse left the patient¿s home. The clinic nurse specialist ((B)(6)) indicated that the patient came into the clinic on (B)(6) 2013 around 10:00am indicating that he started experiencing pain the night before into the morning of (B)(6) 2013. The patient had a chest x-ray done which showed a pneumothorax had developed. The clinic nurse drained the patient with two 500ml bottles (product code 50-7500b, lot 0000539842), removing 500ml with each, without a problem. With the third bottle, the plunger popped back up after the clamp was removed. The nurse disconnected that bottle and used a fourth bottle from the same box that functioned well, draining the patient another 400ml of fluid and air, which was obvious from the bubbles in the fluid. The patient then had another chest x-ray done which confirmed the pneumothorax had resolved. The patient left the clinic the same day ((B)(6)) at around 2:00pm with resolving pain and stable vital signs. The nurse indicated the patient¿s vital signs remained stable throughout the clinic visit. The patient is now doing well. Nursing supervisor ((B)(6)) indicated that the patient has been seen on (B)(6) by a home health nurse in his home and has been stable and asymptomatic.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up medwatch report will be submitted.

Manufacturer narrative:
Cfn-2013-4017 investigation results: the reported condition could not be confirmed as the sample involved was not received for evaluation. However, it is important to note that per the event description provided by the customer/end user, the home care nurse held the plunger down to drain the patient. This practice is not indicated in the product¿s instructions for use; therefore, it is possible that the device was not used properly. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Specifically, the inspection procedure requires applicable manufacturing personnel to verify the product does not present the reported defect prior to release. A review of the internal production records for the lot involved could not be performed as lot number information was not available. The most probable root cause could not be determined, as the sample involved was not available for analysis and as no issues were noted during review of the applicable manufacturing and packaging processes that could relate personnel or manufacturing method to the reported condition. Although the reported issue could not be confirmed and the most probable root cause could not be determined without a sample being provided for evaluation, the manufacturing plant is continuing to monitor this issue to identify the need for any further actions.